Manufacturer narrative:
Concomitant medical product: 507658 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and infinite impedance. It was originally planned to implant a new atrial lead but the vein was occluded. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.